Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.